Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the returned serial cable. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications and provided consistent successful communication sequences in the product analysis lab.

Event description:
On (B)(6) 2013 it was reported that the vns treating physician's programming system was having problems and they were able to narrow the issue down to the serial cable. No patients were affected by this as the physician had a backup programming system. The nurse explained that several combinations of the programming systems were used and the products were swapped out and it was confirmed using the working programming system that the issue was with the serial cable. The manufacturer's consultant also confirmed this while she was in the office and explained that the nonworking serial cable was used with working wand and hhd and was not successful. She explained that when the working serial cable was used with the same working wand and hhd, the interrogations were successful. The serial cable was returned to the manufacturer for product analysis on (B)(4) 2013. Product analysis is still underway and has not yet been completed.